Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed error hwbat on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.